Manufacturer narrative:
E.1.initial reporter state: (B)(6). E.1.initial reporter zip: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that recurring purge failures. A field service engineer replaced the hard disk drive, the aio, sata cable, comm sled, and ethernet cable. After replacing the aio, the fse called technical support specialist along with the hospital information technology department for support in connecting the medstation with the new aio to the hospital network. After repairs, along with the support of a tsc and the hospital it department, the medstation functioned as normal. The medstation is now connected to the hospital network successfully and is in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had received a fatal error on the underlying data source, possibly due to a network connection problem or hardware issue. After rebooting, it remained stuck on the carefusion screen. This incident resulted in a delay in patient care and confirmed that there was no patient harm. No adverse events or injuries were reported as a result of this incident.